Event description:
It was reported that during a lap cholecystectomy procedure that the instrument clips did not feed into the jaws properly and were not formed. Opened another device and performed without issue. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.